Event description:
During insertion of a lead for an crt implant, via left subclavian, the suture sleeve from left ventricular (lv) crt lead became dislodged and migrated to the pulmonary artery. An interventional radiologist was consulted. The suture sleeve was successfully snared and removed intact via femoral approach. ====================== health professional's impression======================the lead is relatively new on the market and is more narrow in diameter than other leads. Access to vein using larger device creates increased opportunity for the lead to migrate.====================== manufacturer response for quickflex lead, (brand not provided)======================st. Jude medical contacted to verify the number of suture sleeves and sheaths.